Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer had a low battery alert. Customer used a new energizer battery and the battery lasted for 2 weeks. Customer stated that sensor feature was off. Customer received weak battery alarms and there was no excessive button pressing or frequent backlight use. The anomaly also persisted with a replacement battery cap. Customer was advised that a replacement pump will be sent. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected low battery alarm or weak battery alarm noted. The pump was received with minor scratches on the display window, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.